Event description:
Complainant alleged that the medics were treating a patient who was not breathing, and who was in an unresponsive condition. The medics determined that the patient was presenting a ventricular fibrillation heart rhythm. The medics shocked the patient once at 120 joules, once at 150 joules, and four times at 200 joules. Subsequent to the event, the medics reviewed the recorder algorithm strips. The review indicated that the defibrillation output to the patient was incorrect for five of the six shocks, as each of the administered shocks was at 120 joules. The patient subsequently expired.